Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported event of cautery delivers energy intermittently. The device was not returned for analysis; therefore, a technical analysis could not be performed. Taking all available information into consideration, the investigation concluded that there is not enough evidence to determine if the reported event of cautery delivers energy intermittently was due to the physician's manipulation/technique during the procedure, or whether it was related to a device malfunction. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the reported event of cautery delivers energy intermittently was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the device was unable to cauterize appropriately the stomach and gallbladder after three attempts in doing so. Blanching of the tissue was observed. The procedure was completed by using another axios stent. There were no patient complications reported due to this event and the patient's condition following the procedure was reported to be stable.